Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) console release handle jammed. There was no patient involved.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) console release handle jammed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e1( contact person phone number - (B)(6) g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional poc: mr. (B)(6), biomed, mr. (B)(6). A fse evaluated the unit and states that console release handle jammed. Fse replaced plate, fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6( health effect ¿ clinical code), h10. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part with a reported unit failure of malfunctioning lock release plate. The fat performed a visual inspection and found the part to have a damage piece. Confirmed that the part was faulty. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a